Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was scheduled for an magnetic resonance imaging (MRI) scan. During the pre-MRI interrogation, the ICD was found to be operating in safety mode. Boston scientific technical services (ts) was consulted and recommended emergent replacement. Ts also noted that this device will pace asynchronously at a ventricular rate of 72 bpm. The patient complained that their heart was racing for the past few weeks. The patient was scheduled for device replacement. The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.